Manufacturer narrative:
Although expected, to date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed.

Event description:
The customer reported an issue with the ias5-100lp, airseal 5mm access port and low profile obturator with blade-less optical tip, 100mm length, qty 6. It was reported that during laparoscopic tumor nephrectomy - laparoscopic prostatectomy procedure on (B)(6) 2018, the "airseal trokar has been broken during surgery". It was indicated that the procedure was successfully completed using a new iass-100lp with a 5-10 minute delay and no impact or injury to the patient. Additional information received indicates that after approximately 90 minutes into the surgery, the urologist was in the trocar and lifting up the tissue when the trocar broke in half. A prasping instrument was in the trocar at the time of breakage. The trocar broke into two (2) parts, both parts were removed from the patient with no issues reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
A visual inspection of the returned used device, item ias5-100lp, found the outer cannula broken off in the middle of the tube. Broken piece is approximately 2.450-inches long and was returned for evaluation. Examination performed could not find any issues with critical dimensions. It is suspected that excessive twisting forces may have attributed to this failure. This is technique dependent device and the most likely cause of this suspected failure is user related. This device is not manufactured by conmed, however, review of the certificate of conformance found the lot was manufactured per applicable instructions and specifications. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. (B)(4). Per the instructions for use (IFU) the user is advised of warnings, precautions and specific instructions including but not limited to the following: warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Precautions: use extreme caution during airseal access port insertions. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force during insertion of the airseal access port. This issue will continue to be monitored through the complaint system to assure patient safety.